Event description:
It was observed that during the device evaluation, the camera head exhibited flooding and cable disconnection. There was no patient involvement.

Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.